Event description:
This patient presented for elective pta of a calcified lesion in the right renal artery at the inferior takeoff. The stent would not initially cross. The stent deployment system was withdrawn with the stent on the balloon into the guiding catheter. The guiding catheter and the stent deployment system were not removed as a single unit. Then the lesion was pre-dilated. The physician noticed that one of the stent struts was flared out. The patient was treated instead with a boston scientific express sd stent. The device appeared normal before the procedure. There was no resistance experienced while passing the stent deployment system through the guiding catheter or while tracking the stent deployment system to the lesion. The device was removed once. There was no excessive force applied to the device during insertion and no excessive force applied to the device during withdrawal.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.